Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no device was returned. Clinician review: not performed as no medical records were received for review. Product history review: indicated all devices were manufactured and accepted into final stock with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
(B)(6) 2019, femur broke. Surgeon says that device did not contribute to this event. Conservative therapy and follow-up was done.